Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 1mg/ml dilaudid at an unknown dose and 30 mg/ml bupivacaine at an unknown dose via an implantable infusion pump for malignant pain. It was reported that on (B)(6) 2016 the patient utilized his personal therapy manager (ptm) programmer and shortly after passed out and had seizure-like symptoms. Shortly after the bolus was given the patient experienced seizures and passed out for one minute and then it resolved on its own with no other incidences. This lasted approximately one minute and resolved without medical intervention. There had not been any other reports since this isolated incident. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. The rep did not know if the patient had been taking any other medications along with the intrathecal pump drugs. The patient thought the symptoms were related to the pa bolus received. The patient had used the ptm in the past prior to the incident occurring without any issues. At pump interrogation on (B)(6) 2017 (friday) the hcp stated all programming was appropriate and all s.c. And pa settings remained the same except the max was increased but the rep did not have details of the pa programming. The hcp who was an anesthesiologist stated that with all his years of experience this incident did not seem like an overdose situation. The issue was resolved at the time of this report. It was unknown if surgical intervention was planned. The patient's status was "alive- no injury". No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jun-19. It was reported that it was unknown if the patient had a seizure vs seizure-like activity or if the event on (B)(6) 2017 was related to the implanted device or therapy. The hcp was able to find a note from a patient visit on (B)(6) 2017. In which it was noted by the doctor that the patient had a loss of consciousness after a intrathecal pump bolus on (B)(6) 2017. It was noted by the doctor that on (B)(6) 2017 the patient became dizzy after taking tramadol x2, dilaudid, and a personal therapy manager (ptm) programmer dose at the same time. The patient was instructed "not to do that again", which was clarified as not to take the tramadol and dilaudid at the same time they take a ptm dose. It was also reported as unknown, with respect to the events on (B)(6)., if it was thought that the implanted device or therapy caused or contributed to that event or if it was just due to the tramadol and dilaudid. The pump was subsequently refilled on (B)(6) 2017.